Event description:
When the m-close device was engaged, the needles would not retract when the white button was pushed (as per protocol). The vicryl tie used with the device was cut out and pulled out of the device in an attempt to get the needles to retract, but that did not work. The provider was able to pull the m-close device out of the incision site without harm to the patient. The device was removed from use and the surgical field at that time.